Manufacturer narrative:
The thermogard console (B)(4) was evaluated at the customer site. The reported complaint of a defective pump rotor head was confirmed during the visual inspection. The root cause for the reported complaint was due to the damaged ball bearings of the pump rotor head. The probable root cause was due to user mishandling, as the pump rotor was last replaced in 2019. Also, noted a customer reported complaint of broken handle, most likely attributed to user mishandling. The thermogard xp ivtm system is a reusable device and was manufactured in november 2015, and it is over 5 years old, exceeded its expected service life of 5 years. Upon visual inspection, it was noted that the pump rotor head was broken with damaged ball bearings and a broken handle, thus confirming the reported complaint. The pump rotor head and the handle were replaced to address the issue. The event log review showed no significant discrepancies. Following service, after the pump rotor head and handle were replaced, the thermogard console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for thermogard console with serial number (B)(4). (B)(4) was reported on february 20, 2019, and the pump rotor was replaced to remedy the issue.

Event description:
During the device check, the customer noted a defective pump rotor head and a handle on the thermogard console (B)(4). No patient involvement.